Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed two similar complaints for this lot of devices that were released to distribution. We cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2017-10619.

Event description:
The affiliate reported via email during a meniscal repair, the jnj rep was present in the case. This was the surgeons first experience using truespan. The surgeons first implant deployed successfully. His second implant did not deploy, it was discussed that this could have been due to not enough forward pressure on the meniscus when firing the trigger to deploy the anchor. The third implant looked to deploy both peek implants correctly, but when the surgeon pulled the free limb suture, both peek implants came out. It was discussed that this could have been due to the needle not going as far back into the meniscus as possible, therefore not deploying the implant out the back of the meniscus. The surgeon opened three additional implants to complete the procedure. The 2 minute delay to procedure. No ae to patient. Additional information received via email from the affiliate on 10-5-2017. First implant that was deployed successfully was left in the patient. The tissue quality of the patient looked good.